Event description:
During a t pal procedure, level l4-5, surgeon the trial spacer was connected to the inserter and as surgeon was inserting the trial implant into the patient, the trial went sideways. Surgeon removed the trial and discovered the tip of the trial spacer broke off inside the inserter. There were no pieces to retrieve. The surgeon used a size smaller trial (10) but found it too small, so then used the 11 to implant without further incident. The surgery was extended by approximately 1-2 minutes. No adverse effect to the patient was noted.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.